Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the cause is not the problem of the device but the cause of the user's reprocessing. Because before the glue became solid, if the user reprocessed the subject device, the channel of the subject device had no blockage. Omsc consider it can be prevented by reprocessing according to instruction manual of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified procedure, the glue called histoacrylic used on the patient was sucked into the channel of the subject device before the glue became solid, consequently the channel of the subject device had a blockage. Therefore the appropriate reprocessing of the subject device was difficult. There was no report of patient injury associated with this event.